Event description:
(B)(4) study of primary tka functional performance.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Manufacturer narrative:
It has been determined that this event was reported in error; therefore, we are rejecting the reports associated with this product.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.